Event description:
The valve was explanted due to a left ventricular to left atrial fistula and bacterial endocarditis with a periannular abscess. The fistula was occluded with sutures and the valve was replaced with a 21ahpj-505. The pathology department did not receive the valve for testing.